Event description:
It was reported that high lead impedance was found during surgery to replace the pt's generator due to end of service. The high impedance was found when the new generator was attached to the existing lead. Diagnostics were not performed with the old generator. The lead pin was removed and re-inserted several times; however, the high impedance did not resolve. A generator diagnostics test showed no anomalies with the new generator. No adverse events have been reported. Attempts for further info are in progress.

Manufacturer narrative:
Device failure suspected but did not cause or contribute to a death or serious injury.